Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The catheter was inspected tactilely and under magnification. There was blood in the inflation lumen. Examination under magnification revealed that the shaft was torn at the exit notch and into the inner shaft, consistent with damage due to guidewire interaction. Examination of the balloon did not reveal any tears or damage. Inspection of the remainder of the device presented no damage or irregularities. The inner shaft damage likely compromised balloon inflation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). A 20mm x 2.50mm nc quantum apex balloon catheter was advanced for pre-dilatation however, on the third inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. The patients status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). A 20mm x 2.50mm nc quantum apex balloon catheter was advanced for pre-dilatation however, on the third inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. The patient's status was good.